Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. 3 ml 10 ml syringes flushes. Patient demographics requested however not provided. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate

Event description:
It was reported that the nicu nurses stated; "the 3ml ns flushes has a larger barrel than the previous 3 ml ns flushes, which were long and skinny are not recognized by the alaris IV pumps correctly, instead of detecting a 3ml syringe, the pump only detects it as a 10ml syringe.¿ the staff were instructed infuse the flush as a 10ml flush. When this option is selected the device was unable to deliver the desired volume of flush to the patient as a 1ml flush only delivered .6 ml. Furthermore if the flush is not delivered the medication remains in the tubing and the patient does not receive their entire dose.